Manufacturer narrative:
D9: device avail. For eval?: remove no as previously reported and add yes. D9: add date returned to MFR: 12/02/2024 (previously omitted). H11: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing near the drain line port. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak at the location of the hole in the tubing. The reported condition of cracked tubing and leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of tubing (connector) of a homechoice cassette cracked which resulted in leak; ¿which connect to peritoneal fluid¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.